Event description:
During cardiomems implant procedure the patient experienced hemoptysis. After the sensor had been released it appeared to be stuck to the delivery catheter and moved with it when the catheter was pulled back. The sensor eventually released after breathing the patient, moving the delivery catheter as far forward as possible and inserting a swan with balloon inflated to bump the sensor off. No intervention was required to resolve the hemoptysis. The cause of the hemoptysis is not confirmed but the physician stated he believes it was due to the cardiomems delivery catheter. The patient was kept overnight for observation.

Manufacturer narrative:
The following components were received for investigation: cardiomems catheter assembly with hub intact and sensor and tether wires removed and returned abbott steelcore guidewire. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. The returned catheter outer diameter and thickness were found to be within specification. Some kinking was observed along the length of the delivery system and was consistent with damage during use. Visual inspection of the returned abbott steelcore guidewire was found to be normal. The investigation was unable to determine the root cause of the event description. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.